Manufacturer narrative:
Reboot resolved issue; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision monitor diagnostic properties retrieval failed on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.